Event description:
I have burning sensation bilateral breasts, right pectoralis fibrosis, elevated lymphocytes, swollen cervical lymph node, fear of alcl. The FDA has not incorporated radiologic reporting on breast implants in mammography or ultrasound. The radiologist who read my images failed to report visible rupture for six years and he alleged certified by FDA. FDA needs to make visible rupture reporting by radiologist mandatory. FDA safety report ID #: (B)(4).